Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw universal ii, guide catheter: 6fr tig 3.5. The device was not returned for evaluation. The reported patient effects of dissection, angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported the patient was admitted to the hospital for st-elevation myocardial infarction (stemi) with an occlusion in the mid right coronary artery (rca). The lesion was pre-dilated with a 2.0x12 mini trek, then a 2.75x28 xience sierra was implanted with good angiographic result. After 60 minutes, the patient complained of chest pain. EKG showed atrioventricular block (av) and elevations in the infero-postero wall; therefore, the patient was sent back to the cath lab immediately. Medication was administered and angio showed an occlusion proximal in the stent and 5mm proximal from the stent a dissection was noted. After wiring and thrombosuction was performed, a 3.0x28 xience sierra was placed proximal from the first stent. Post-dilatation of the proximal stent was performed with good angiographic result. The patient was sent back to the critical care unit (ccu) with medication administered. No additional information was provided.